Manufacturer narrative:
A steris service technician arrived at the user facility's account to inspect the transfer carriage following the reported event. The technician was informed that while unloading instruments from the sterilizer, the transfer carriage's front wheels did not lock into the sterilizer docking station; causing the front of the transfer cart to fall to the floor. The instrument packs present on the transfer cart did not contact the floor and did not require reprocessing. The technician identified that the front of the transfer carriage had been damaged upon contacting the floor during the event and was unable to test the functionality of the transfer carriage. The technician inspected the facility's other transfer carriages and confirmed the units successfully docked and undocked from the sterilizer's docking station; no repairs were required. Based on the description of the event, it appears the transfer carriage operator did not engage the transfer carriage to the sterilizer's docking station prior to removing the instruments from the sterilizer. The evolution transfer carriage operator manual (4-4) states, "unloading instructions: move transfer carriage forward until it engages with dock. Once transfer carriage engages with dock, transfer carriage latches to dock as it begins pushing into chamber." While onsite, the technician informed the operator of the proper procedure while loading and unloading the sterilizer. The transfer carriage was removed from service following the reported event. A replacement transfer carriage has been ordered for the user facility. No additional issues have been reported.

Event description:
The user facility reported their 42" transfer carriage fell while unloading instruments from their evolution sterilizer. No injury, procedure delay, or cancellation was reported.